Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2006. Legal counsel for patient reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient was revised on (B)(6) 2010. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01942 / 01943).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2. ¿early or late postoperative, infection, and allergic reaction.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01942 / 01943 and 06934).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2006. Legal counsel for patient reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient was revised on (B)(6) 2010. The modular head and acetabular cup were removed and replaced. Additional information provided in patient medical records indicate left hip debridement and irrigation procedure, with antibiotic spacer removal/placement, was performed on (B)(6) 2010 due to infection. Additional information provided in patient medical records indicate implants were removed prior to (B)(6) 2010, on an unknown date. Further information provided in patient medical records indicate left hip revision performed on (B)(6) 2010 noted fluid collection and fibrous tissue. Further information provided in patient medical records noted osteoporosis creating anterior femoral cortical hole during reaming. The modular head, acetabular cup, and stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.